Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3l18643), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a extensor tendon repair procedure the micro qa plus w/ #3/0 suture failed prior insertion. The anchor came off of the inserter before implantation. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device was discarded by the staff.